Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329, (lot: 0012156788); product type: 0195-heart valves; product ID l-evolutfx-2329, (lot: 0012164308); product type: 0195-heart valves; implant date n/a; explant date n/a product ID non-medtronic check-flo sheath (lot: unknown); product type: introducer sheath; implant date n/a; explant date n/a product ID non-medtronic dryseal sheath (lot: unknown); product type: introducer sheath; implant date n/a; explant date n/a product ID non-medtronic lunderquist guidewire (lot: unknown); product type: guidewire; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, severe calcification in the left ventricular outflow tract (lvot) was observed, and the patient had a complex ascending aortic arch. Subsequently, the guidewire could not extend through the route, so a contralateral non-medtronic (lunderquist) guidewire was used; however, the delivery catheter system (dcs) could not advance. The introducer sheath was switched to an 18 french non-medtronic (check-flo) sheath. Subsequently, the sheath met resistance and could not advance. The sheath was then switched again to a 65 centimeter non-medtronic (dryseal) sheath. The valve was implanted, but severe paravalvular leak (pvl) was observed which was also present prior to the procedure. A post-implant balloon aortic valvuloplasty (bav) was performed that improved the pvl to mild. The depth of implant was appropriate, but a left bundle branch block (lbbb) was observed. A temporary pacemaker was placed, and the procedure was completed.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a permanent pacemaker was implanted following the valve implant procedure. The initial guidewire was a medtronic guidewire that was unable to advance through the patient's anatomy. The post-implant bavs were performed using 22 mm and 24 mm balloons.